Event description:
The reporter stated a competitor's lens was torn while being inserted using an mtc-60c fp cartridge, an msi-tf injector and a foam tip plunger. If additional information becomes available a supplemental medwatch will be sent.

Manufacturer narrative:
A cartridge lot number search was performed and one similar complaint was found. An injector lot number search was performed and eight similar complaints were found. A foam tip plunger lot number search was performed and one similar complaint was found.